Event description:
It was reported, the patient had a shocking or jolting sensation which had been occurring for about 3 months. The shocking was located in the back area. The patient had implantable neurostimulator (ins) turned off since that time. The ins battery voltage was 2.56 volts. During programming, the patient still felt shocking and pointed to the area where the lead and extension were connected. The shocking sensation was felt during palpation. The patient wanted a new battery. The patient had multiple falls; one was reported two weeks ago, but also previous to this event. The therapy event was reported as gradual. Additional information received reported reprogramming was attempted and impedances were checked on (B)(6) 2014. The patient would be scheduled for a revision, but a date had not been set.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3487a-45, lot# j0333634v, implanted: 2003 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3487a-45, lot# j0331980v, implanted: 2003 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).